Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving calibration errors, change sensor alert, and bad sensor alert. Customer also reported significant differences between sensor glucose and blood glucose values. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specification due to low readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened and used.